Event description:
It was reported that device was used during an unk procedure. It was reported that the device delivered a solid tone with the attachment. The case was completed with another hp052. There was no pt consequence.